Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following stent treatment procedure, restenosis and worsening of coronary artery disease occurred. In (B)(6) 2011, due to stable angina and positive stress test the subject was hospitalized and underwent the index procedure. The target lesion was location the proximal right coronary artery (rca). A 12 x 3.50mm taxus liberté stent was deployed. Post procedure residual stenosis of was 0% with timi iii flow. The subject did not receive a peri-procedural loading dose of the thienopyridine medication. The following day post index procedure at the start of the study, the subject received the study medication maintenance dose of clopidogrel 75mg and was discharged. In (B)(6) 2011, due to the subject's known history of complex coronary artery disease. The stress test revealed an abnormal lexiscan and dual isotope nuclear perfusion scan. There was a fixed perfusion defect involving the anterior and anterior apical wall of the left ventricle extending from the base of the heart down to the apex. The defect was medium size and large in intensity and was consistent with prior infarction in the left anterior descending artery (lad) distribution with no peri-infarct schemia. The test also revealed a reversible perfusion defect involving the inferior and inferior septal wall, and to a lesser grade in the inferolateral wall of the left ventricle extending form the base to the heart down to the apex. The defect was medium in size and moderate to severe in intensity and was consistent with regadenoson induced myocardial ischemia in the rca distribution. In (B)(6) 2011, the subject experienced the event of restenosis. The event was reported with the serious criteria of hospitalization and important medical event/required intervention to prevent permanent impairment/damage. Due to the subject's abnormal stress test findings, the subject was scheduled to undergo outpatient and elective cardiac catheterization which revealed a moderate disease of left main, lad and left circumflex and a severe disease of rca with a 70% restenosis of the 12 x 3.50mm taxus liberté stent. Therefore, the subject underwent successful percutaneous transluminal coronary angioplasty (ptca) to the rca. Post procedure residual stenosis was 20%. The subject tolerated the procedure well without complications. The event was recovered/resolved and the subject discharged following day post ptca. In (B)(6) 2011, the subject experienced the event of worsening of coronary artery disease. The event was reported with the criteria of hospitalization and medical event/required intervention to prevent permanent impairment/damage thus the subject was admitted to the hospital and undergo laser atherectomy and drug eluting stenting due to an 80% stent restenosis of the previously implanted 12 x 3.50mm taxus liberté stent in the proximal segment of the rca. Post procedure residual stenosis was 0%. The subject tolerated the procedure without complications. The event was recovered/resolved and the subject discharged following day post laser atherectomy and drug eluting stenting treatment.